Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that high out of range impedances were seen on contact 9. The patient was seen for therapy optimization. The rep avoided programming on contact 9. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.